Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had a resection on his bladder on (B)(6) 2017. The catheter was scheduled to be removed on (B)(6) 2017. However, on (B)(6) 2017, the balloon of the catheter had burst while he was sitting down. The patient allegedly had to go to the emergency room to have the catheter removed. The catheter was pulled out slowly by the physician. It was observed that there were two holes approximately one eight of an inch in diameter in the balloon portion. It was unknown if there were any pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a resection on his bladder on (B)(6) 2017. The catheter was scheduled to be removed on (B)(6) 2017. However, on (B)(6) 2017, the balloon of the catheter had burst while he was sitting down. The patient allegedly had to go to the emergency room to have the catheter removed.